Event description:
Itchy/blistery rash on legs [rash pruritic]. Could not stand on legs [dysstasia]. Swelling in both knees [joint swelling]. Case description: a spontaneous report was received on 23-feb-2010 from a (B)(6) female pt with a history of osteoarthritis of the knees, spinal stenosis, and chronic muscular disease, initials (B)(6), who experienced swelling in both knees, an itchy/blistery rash on both legs, and could not stand on her legs after starting synvisc. On 23-feb-2010, the pt reported the following: the pt stated that she has a history of osteoarthritis, spinal stenosis, and chronic muscular disease. The pt received injections of synvisc into both knees on an unk date in (B)(6) 2005. The pt reported that she developed a swelling in both knees after her first set of synvisc injections. The swelling never resolved. The pt experienced an itchy, blistery rash on her legs sometime prior to the second set of injections. The pt was seen by a dermatologist. She was treated with topical ointment clobetasol propionate 0.05% for several months and an antibiotic (nos). The other medication the pt was on was cephalexin 500mg three times per day. The pt is currently on her second round of cephalexin. The start date and the indication of cephalexin were not provided. According to the pt, she was unable to work as a waitress and stopped working about three months after her synvisc injections because she could not stand on her legs. Her home was foreclosed and her car was repossessed. The pt reported that she now leaves her home only for her physician appointments. She also mentioned that she is being monitored by her internist. At the time of this report, the outcome of the pt was unk. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and review by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.